Manufacturer narrative:
Analysis determined that case part-254474 had a client protocol version or implementation mismatch. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation system outside of a procedure. It was reported that the system had no sound. There was suddenly no sound output. Later the medtronic representative installed the sw app 1.0.3. And the sound was restored. There was no patient present when this issue occurred.